Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The date of the initial report is corrected to august 30, 2019. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone slices on the top cover and near the array, tool marks on the bottom cover, and the electrode ground ring was damaged prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. Advanced electrical testing performed on the device showed lower than typical range on some of the electrodes. It is the opinion of advanced bionics explant review board that some of these electrode test results should be considered as failures. The device passed the mechanical test performed. The failure of this device can be attributed to electrode shorts in the electrode pocket of the device. A corrective action was initiated. This is the final report.

Event description:
The recipient reportedly experienced decreased performance. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.